Event description:
It was reported that during the implant procedure, the "lead was inserted several times but contact point 3 always showed impedance measurements of greater than 4,000 ohms." The lead connection was cleaned and dried, but there was no change in the impedance measurement at contact point 3. It was further noted that contact 2 also showed high impedance measurements of over 2,500 ohms. Another internal neurostimulator (ins) was used to complete the procedure and the system "worked according to expectations."

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins, model#: 3058, serial#: (B)(4)) found no anomaly. It was noted that good, stable output was obtained on all electrode pairs. The ins was tested with a known good lead. The lead proximal end was connected to the ins, while the ins and lead distal end were placed in a (B)(4) saline solution. Using an 8840 programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.